Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported on behave of a patient who reported lower reading than normal when testing on the adc meter. The pharmacist stated the customer was treated with insulin (dose unknown) by a physician as the customer was hyperglycemic. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported freestyle strips (1086614) were returned and investigated with a retained meter. Visual inspection was performed on the returned strips and no issues were observed. Control solution testing was performed using the returned strips and a retained meter, and all results were within range specification. No malfunction or product deficiency was identified. The reported meter has not been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and freestyle lite meter, no trends were identified that would indicate any product related issues. If the meter is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A pharmacist reported on behave of a patient who reported lower reading than normal when testing on the adc meter. The pharmacist stated the customer was treated with insulin (dose unknown) by a physician as the customer was hyperglycemic. There was no report of death or permanent injury associated with this event.